Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Five unopened samples of product were received for analysis. During the visual inspection of five samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements additional information was requested, and the following was obtained: what is the name of the initial procedure? Unk. Was the surgery completed successfully? Yes. What was used to complete the surgery? A thread of another lot has been used to finish the procedure. Could you please confirm if this issue occurred 4 times in the same procedure? Only one procedure impacted according to the first declaration. Four suture pull offs which occurred during same procedure were submitted via 2210968-2020-02458, 2210968-2020-02462 and 2210968-2020-02464.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. During the procedure, the strand pulled off spontaneously from the first passage of the suture. The procedure was completed successful with another like suture. There were no patient consequences reported.